Event description:
The customer reported that during the laser treatment the system shut down. The customer turned the machine off, unplugged it, waited, re-plugged the machine and turned it back on. An error message displayed. They had no backup machine at the time. The surgeon estimated that he performed only 25% of this pt's treatment. The following case was rescheduled. Multiple attempts made for additional info, with no further info received.

Manufacturer narrative:
The company service rep examined the system and confirmed the problem. The system was adjusted and recalibrated. The system was tested and met all product specs. Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available.